Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16sep2020.

Event description:
The customer reported the unit was unable to shutdown. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician unplugged and reconnected the power management board to address the reported problem. The unit successfully passed the required performance verification test.